Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implantation period of about 35 months, oversensing was reported during a routine follow-up in the pacemaker clinic. A possible lead fracture was observed. During the following revision procedure, the lead was capped and a new ventricular lead implanted. No adverse patient side effects have been reported.